Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the interface messages failed to show up the patient as admitted. The technical support specialist connected to the carefusion coordination engine and provided the date range as expected in a secure email to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system there was a patient interface message issue. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.